Event description:
It was reported that: "printouts of cardiac output and tidal volume shows a lack of ventilation. This is reflected in desaturation and subsequent cardiac arrest. No changes in settings have been done during the process. No mobilization, no bending of the tube and the patient can manually be ventilated afterwards, why obstruction seems unlikely." It was reported that resuscitation has been performed which prevented from fatality as well as from permanent injury.

Manufacturer narrative:
An analysis of the log file revealed that no technical error with the device has occurred at the date and time of event. It is evident that the ventilator has alarmed repeatedly for potential obstruction, low minute volume applied and low (B)(4) over a period of about one hour. User interventions like silencing the alarms, suction activities in the upper airways, changing ventilation parameters etc. Can be seen as well in the workstations' log and confirm that an operator was present before, during and after the time of event. The alarms executed by the ventilation unit correspond to the excerpt of the other monitoring parameters. Thus, it is considered that the deterioration of the patient's status was clearly recognizable by the user via several vital parameters and did not occur suddenly. Based on the actual level of information, the root cause for the event cannot be determined conclusively. It may be related to the (temporary) condition of the patient, an obstruction of undetected location or similar. A follow up report will be submitted in case of the continued investigation producing new results.